Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient reported that he was not getting an alert on the receiver for his low glucose threshold which was set at 70 mg/dl. He stated that he was eating, and his wife indicated that he should take some juice at the same time. While he was eating and taking some juice, he passed out. He recovered after 15 to 20 minutes and the paramedics were not called. At the time of report, he was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A try it function test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for interior inspection and the inspection passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. No additional patient or event information is available.